Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the patient's right ventricular (rv) lead capture threshold was elevated. The patient was asymptomatic. Fluoroscopy was performed which showed the lead was dislodged. During the revision procedure, the lead helix was unable to be extended so the lead was explanted and replaced. The patient was stable throughout.